Event description:
A customer had sent out an erroneous result for a pt's hematocrit that led to the pt being transfused. The hosp claims to have reported a hematocrit value of 23.7% and the results for this sample were clearly flagged. The advia 120 had recorded a system flag for this sample which indicated that the sample have been rerun. The hosp reported that their policy when they have this type of flag is to utilize the calculated hemoglobin value rather that the measured hemoglobin value was 38%. Bayer concludes that this issue was due to the lab not following instructions for use and there is no need for corrective action. For medical device reporting purposes this event is considered closed.